Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump display went blank about a year ago. The patient's blood glucose at the time of incident is unknown. The device was not bumped, dropped, or exposed to moisture. However, the battery cap was damaged. The customer could not locate the insulin pump at the time of call. The insulin pump may be returned for analysis if the customer locates the device, and a replacement insulin pump will be shipped to the customer.